Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was confirmed due the balloon passage being clogged. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported they are unable pass the brushes through the forceps / instrument channel when reprocessing the evis exera ii ultrasound gastrovideoscope. Upon inspection and testing of the device, the repair center was unable to insert or remove the brush from the balloon channel. This report is being submitted for the malfunction identified at evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 15-mar-2022. Based on the results of the final investigation, it is likely the brush could not pass through the balloon channel as it was clogged. The specific root cause of the clogged channel could not be determined at this time. The following information is stated in the instructions for use (IFU): "never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or detach from the distal end of the endoscope. If the balloon cannot be deflated, insert the single use single-ended cleaning brush (bw-400l) into the balloon channel. Using slow, short strokes, carefully feed the brush to remove debris." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.